Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics and motor noted. It was unable to verify the unexpected restart alarm or memory anomaly due to button keypad anomaly. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and case dented.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer stated that the memory was cleared out. The customer stated that there was some condensation in the insulin pump from being in the bathroom while he showered. Blood glucose value was 177 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.